Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6), 2024, due to performance decrement resulting from an improper placement of the electrode array during initial implantation. The patient was reimplanted with another cochlear device during the same surgery.